Event description:
It was reported to medtronic neurosurgery that a strata valve was found to be not working after being implanted for 5-6 years, and it was revised. O.r. Staff stated that proteinaceous build-up was observed in the valve. Another valve was successfully implanted in the patient and he was reported to be doing ok.

Manufacturer narrative:
The returned valve and catheters were patent. They also all met requirements for the leakage test. The valve met requirements for the siphon test. It did not meet all of the requirements for the reflux, pressure-flow, and preimplantation tests. Proteinaceous debris was observed within the interior of the valve. Debris within the valve may interfere with the valve mechanism resulting in high pressure-flow results and fluid reflux. A review of the manufacturing records showed no anomalies. (B)(4).